Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2019. Product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2023, UDI#: (B)(4). Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's interstim device did not seem to be working, meaning it is no longer helping patient's urinary symptoms, and patient suspects the lead has pulled out of place. Patient can feel a lump near their spine and their sister, who is a nurse, said they thought it could be the lead. Three or four months after implant the patient fell and ever since then they have not gotten good therapeutic effect. At the time, the managing physician ordered an x-ray and checked the lead placement and said it was ok, however the ins had moved so patient had to undergo pocket revision. The patient has an appointment with their physician tomorrow but stated they were told to call medtronic first to check the device. Troubleshooting reviewed that medtronic cannot remotely check their device status and can only review how to check therapy status using their smart programmer. Patient confirmed therapy was on and did not encounter any alerts or messages.